Event description:
During the surgery a diaphyseal femur fracture has been detected. The surgeon tried to extract the stem but failed because it was stable. Fracture was reduced with cerclage. Reference MFR #3005180920-2013-00176.